Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a witnessed cardiac arrest with altered mental status and cardiopulmonary resuscitation was performed. The patient was brought to the emergency room and a remote monitoring transmission was performed. A alert was noted to have been triggered due to non-sustained episodes and short v-v intervals. The lead remains in use and the clinician did not feel that the patient's arrest was due to a performance issue. No patient complications have been reported as a result of this event.